Event description:
Customer called reporting excessive no delivery alarms. Customer's blood glucose is 350 mg/dl. She treated with manual injection. Customer stated she has done a complete set change six times in five days. She has troubleshot this issue multiple times. She feels confident she knows how to resolve the issue. Insulin exited during fixed prime. The cannula was not bent. She was advised that since she ran a bolus while disconnected and received a no delivery alarm, and then moments later ran a five unit fixed prime and there was no delivery alarm, the device should be replaced. A replacement was sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarms were noted. No cosmetic damage was noted.